Manufacturer narrative:
Product event summary: data files were returned and analyzed. An image was returned from the and analyzed. Based on the returned image, it is not possible to confirm the presence of foreign material inside the transparent plastic bag. However, something resembling a transparent teflon filament can be observed. In conclusion, the reported "foreign material" issue was plausible through data analysis. The physical product, 10fcc13 flexcath contour sheath is pending return for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 10fcc13 flexcath contour sheath with lot 0012912508 was returned and analyzed. Visual inspection was conducted on the shaft, handle, and dilator prior to functional testing and dissection. No anomalies were identified during the external visual inspection. The handle, shaft, and side port were all intact with no apparent issues. Additionally, a small plastic bag was received along with the sheath. Inside the bag, a transparent fiber-like string of material was observed. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. In conclusion, the reported foreign material was observed with during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a transparent, thread-like material resembling vinyl as found emerging from the valve portion of the sheath following removal of another manufacturer's mapping catheter. The case was completed. No patient complications have been reported as a result of this event.